Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was rushed to the emergency room and was admitted to the hospital on (B)(6) 2021 due to diabetic ketoacidosis. The customer's blood glucose level was 300 mg/dl at the time of hospitalization. The customer was hospitalized for four days and was treated with intravenous insulin infusion. The customer reported of having fast food and was not sure if a bolus was administered. The customer was using the insulin pump within 48 hours of reported event. The auto mode smart guard feature was not active at the time of event. The customer stated that the continuous glucose monitoring system was connected but could not be found after leaving the hospital. The customer was advised that the insulin pump was not working. The customer's blood glucose at the time of call was 482 mg/dl. The customer reported of not entering the carbs for meal bolus. The customer also mentioned of being advised by the hospital to treat with manual injection. The customer declined troubleshooting. The insulin pump is not expected to return for failure analysis.